Event description:
It was reported that the insulin gauge was inaccurate. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 227 mg/dl.

Manufacturer narrative:
Device not returned.